Event description:
The patient contacted animas on (B)(6) 2013, reporting that their blood glucose (bg) was 368mg/dl with vomiting. After vomiting the patient checked bg and it was 400mg/dl. The patient was unconscious and sent to the emergency room. The patient was given boluses by injection in the hospital and remained on the pump for basal rates. Patient discontinued pump therapy by time of call. The time was switched from am to pm. The patient received incorrect basal rates for the time of the day. The patient is currently back on the pump and the bgs remain in the 300¿smg/dl. The patient does not report changes in pump settings or pump alarms. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.